Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pump emitted a replace battery alarm and then powered off. The patient did not notice the alarm and the patient's blood glucose level elevated to 500mg/dl with nausea. The pump reportedly had a short battery life since (B)(6) and that new alkaline batteries were used when the batteries were replaced. The reporter denied damage to the pump or that the pump was exposed to water. The battery cap was reportedly secured to the pump, there was no yellow o-ring visible and all low battery alarms and replace battery alarms were confirmed. It was also stated that the batteries were replaced after each alarm and that the user disconnected from the pump due to the low battery alarms. This report is being made based on the report of elevated blood glucose levels with nausea.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.